Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment about the rate being wrong. Analysis did confirm the customer comment of upper and lower case being broken. It was also noted that the high rate cover, two side bail covers and ring cover were broken, two side bails and ring were contaminated and the interconnect flex was contaminated.

Event description:
It was reported that the device has case damage (cracked/broken) and may have been dropped. "Wrong rate" was also noted. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.